Event description:
It was reported that customer saw continuous glucose monitor error and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer called support, was guided through complete pump reset, confirmed error did not reappear after reset, and then successfully started new sensor session with no further issues reported.